Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Our records indicate the patient expired more than one year ago. We have no information from a health care professional to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched but has not been received. Review of manufacturer's database verified that the patient did not have a sprint fidelis lead model implanted at the time of death. Information subsequently received on 7/14/2010 revealed the patient had died. Of note, the reportable serious injury is normally submitted via an infection summary report submission that was submitted on 7/30/2007. However, as there is now information that reasonably suggests that the device has or may have caused or contributed to a death, this now requires submission as a 30-day report. It had previously been reported that the patient had been hospitalized in the spring of 2007, had a PICC line in place that became infected, and the patient developed (B)(6). Presented to the hospital in (B)(6) 2007 in a febrile state. "It was felt that the device had become contaminated from the previous infection and was removed." The entire system was explanted and not replaced.

Event description:
Attorney alleges that "on (B)(6) 2007 (patient) experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective sprint fidelis lead" and as a result of the lead, patient sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages. (Patient) died as a direct and proximate result of defects" in lead." There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.